Event description:
A consumer reported the reason for replacement was for more leads. She was still having some pain and the doctor told her now the device had more leads, she needed more leads, and that was what they did. She noted it had been three years since it was replaced. Indication for use included lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.